Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: evidence of battery alarms, short battery life and "por" events observed in black box. No eaw 128-fxxx alarms observed in black box or alarm history. The pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Due to internal moisture contamination "sleep" current draw not within specifications. A leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on transceiver board. Unplugged transceiver bard and current draws returned to within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.